Manufacturer narrative:
The reported adverse event was three broken teeth. Event date is approximate.

Event description:
A consumer reported that their protective clean power toothbrush broke three teeth.

Manufacturer narrative:
Revised lot # from not applicable (na) to no information (ni). Analysis results: product was not returned to confirm a malfunction has occurred.